Event description:
Telemetry monitoring system tech requested a print-out of a pt's cardiac monitoring strip. Actual print-out had the correct pt info, but the EKG (monitoring strip) was from another pt. This happened on two occasions. This has been reported to the MFR. To date the cause of the problem has not identified. Add'l model # 90323, mt800.